Manufacturer narrative:
Correction: additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. B5.desc evt problem medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient connector remains in use and was not returned for evaluation. Another patient connecter unrelated to the event was returned with the mobile programmer which tested out of specification during manufacturers analysis.

Manufacturer narrative:
Product analysis: the patient connector was returned and tested out of specification during manufacturers analysis. Analysis confirmed the customer comment that the programmer crashed. Analysis found that the patient connector powered on but turned off automatically after the bluetooth and battery indicator led blinked for a few seconds. Final disposition of this unit will be maintained by the contract manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer crashed on bluetooth devices the programmer lost connection to a device. Restarting the application resolved the issue. No patient complications have been reported as a result of this event. It was further reported the programmer and patient connector was returned for evaluation, the patient connector tested out of specif ication during evaluation.